Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on a nasal sample. Two (2) additional tests were performed at a hospital on an unknown platform with an unknown sample type resulting in negative results on (B)(6) 2022 and positive results on (B)(6) 2022. The consumer was symptomatic. The consumer confirmed there was no harm due to the test results and there was no delay or impact to treatment.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on a nasal sample. Two (2) additional tests were performed at a hospital on an unknown platform with an unknown sample type resulting in negative results on (B)(6) 2022 and positive results on (B)(6) 2022. The consumer was symptomatic. The consumer confirmed there was no harm due to the test results and there was no delay or impact to treatment.

Manufacturer narrative:
Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot: 213575 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number: 195-160 / lot: 213575, test base part number: 195-wjr / lot: 212052. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot: 213575 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. D4 expiration date. H3 other text: single use; device discarded.